Manufacturer narrative:
The manufacturer previously reported on this device in MDR tw 2840034 2518422-2022-103272. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of indeterminate brown contaminant on the underside of the top enclosure and back side of front panel, dust-like beige contamination near air intake of blower box, blower box outlet, and within body of blower box, dust-like and hair-like contaminants on the surface of blower. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer concludes the contaminates found were consistent with dust-like beige contamination near air intake of blower box, blower box outlet, and within body of blower box and indeterminate brown contaminant on the underside of the top enclosure and back side of front panel, dust-like and hair-like contaminants on the surface of blower were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.